Event description:
Customer reported that the insulin pumps piston does not seem to know that it's hitting the reservoir. Insulin was noted to be squirting out and the insulin pump alarmed error during the manual prime. Customer stated that they were stuck in the rewind loop and that the insulin pump has been dropped prior to the alarm. The drive support cap was noted to be protruded. Customer also mentioned a battery out limit alarm. Customer's blood glucose reading at the time of the call was 83 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump passed the displacement, operating currents, self test and off no power tests. No battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.